Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred and the customer was unable to clear them. Also, it was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. The customer's blood glucose level was not impacted. It was confirmed that the customer had manual injections available as backup insulin therapy.